Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S.w version unknown retainer ring = missing case type = ngp customer returned pump for an alleged battery cap cracked/damaged, battery cap contact missing/damaged, blank display, exposure to moisture and cosmetic damage located at the battery compartment found on (B)(6) 2022.unable to confirm battery cap cracked/damaged/battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted the original pcba 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcba 1 was cleaned using isopropyl alcohol and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. Blank display was confirmed due to corrosion on the pcba 1and pcba 2. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage and a scratched case. Unable to confirm battery cap cracked/damaged/battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap cracked/damaged/battery cap contact missing/damaged was unknown. Cosmetic damage was confirmed at the battery compartment. A missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip were confirmed. Unable to download history files and traces using thus due to blank display. Blank display was confirmed due to corrosion on the pcba 1and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not turned on as it was exposed to moisture. It was reported that a pump had blank display, crack in the battery compartment and battery cap contacts also damaged. Troubleshooting was performed and advised the customer to use a new or fully charged aa battery and tighten the battery cap and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.